Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient underwent MRI of the cervical spine without contrast, MRI of the thoracic spine without contrast and MRI of the lumbar spine without contrast. Impression: conus medullaris is borderline low, at c2-3 interspace level; no dysraphic mass; no syrinx; multiple vertebral anomalies were described completely on the CT scan. (B)(6) 2006: the patient underwent x-ray examination of c-spine 1v. Impression: definite segmentation anomalies of the cervical column or so. The congenital scoliosis is confirmed. The patient underwent x-ray examination scoli limited 1-2 v. Impression: moderate congenital scoliosis. (B)(6) 2006: the patient underwent MRI t-spine w/o contrast, MRI l-spine w/o contrast and MRI c-spine w/o contrast. Impression: there are multiple vertebral anomalies, with hemivertebrae in the thoracic spine resulting in acute curvature. These vertebral anomalies are better demonstrated on the prior exam; spinal curvature itself results in reduce cord motion, but there is no tethering lesion; a more detailed demonstration of the multiple vertebral anomalies could be obtained with CT imaging, if required for clinical management. (B)(6) 2007: the patient underwent x-ray examination scoli limited 1-2v. Impression: 1.similar appearance of congenital left convex thoracic scoliosis with multiple segmentation anomalies of the thoracic spine. (B)(6) 2007: the patient underwent CT t-spine w/o contrast and CT c-spine w/o contrast. Impression: extensive cervical and thoracic vertebral anomalies; subluxed right mandibular condyle; nonspecific left middle ear and mastoid disease; possible medullary nephrocalcinosis. (B)(6) 2007: the patient underwent x-ray examination c-spine 1v. Impression: the cervicothoracic scoliosis convex to the right does seem decreased with traction. As before he uppermost rib fuses with a process off the subjacent rib. (B)(6) 2007: the patient underwent x-ray examination c-spine 1v. Impression as on (B)(6) the patient¿s mild scoliosis convex to the right of the cervical spine is associated with multiple segmentation anomalies of the cervical spine and upper thoracic spine with many segmentation anomalies also present in the mid thoracic spine. (B)(6) 2007: the patient underwent anterior corpectomy c5 <(>&<)> t1, psf(a). The patient underwent MRI t-spine w/o contrast and c-spine w/o contrast. Impression: multiple vertebral anomalies; normal cord signal nad morphology throughout the cervical and thoracic spine. (B)(6) 2007: the patient was pre-operatively diagnosed with congenital scoliosis, cervicothoracic spine; multiple spinal congenital anomalies with torticollis and underwent the following procedure: posterior instrumented spinal fusion, c3-t2; c4-5 and c5-6 anterior cervical microdiskectomy; c5 wedged vertebral body corpectomy; repair of cerebrospinal fluid leak; placement of lumbar drain; posterior cervical fusion, c3 to t2 with allograft material; gardner- wells tongs cervical traction; all procedures were done with the aid of intraoperative fluoroscopy, spinal cord monitoring both sensory and motor evoked potentials and microscope. As per the op-notes, ¿ once the hardware was placed, they were able to actually achieve very good alignment and straightening of his cervical spine and we proceeded to use our drill to decorticate all of the appropriate bone edges and placed rhbmp/acp-2 with allograft bilaterally in the cervical thoracic area to complete our fusion. This extended from c3to t2 bilaterally around the rod/screw/hook system that had been placed.¿ (B)(6) 2007: the patient underwent x-ray examination of c-spine(2-3v). Impression: status post posterior cervical thoracic fusion with hardware and bone graft as described; partial collapse of the right upper lobe, left lung airspace disease, and probable pulmonary edema. (B)(6) 2007: the patient underwent x-ray examination of chest (1v). Impression: status post posterior spinal fusion with improved aeration of the bilateral upper lobes. (B)(6) 2007: the patient underwent x-ray examination of chest (1v). Impression: relatively stable appearance of the chest with minimal improvement in aeration of the upper lobes and mild pulmonary edema; postoperative changes from lower cervical/ upper thoracic fusion. The patent underwent x-ray examination of chest (1v). Impression: there are spinal rods with pedicle hooks traversing the lower cervical spine and the upper thoracic spine. Heart size is stable. There is mild to moderate pulmonary edema present. There has been progression of the right lobe opacity. The differential for this includes atelectasis versus airspace disease. There is also been progression of the focal opacities in the left upper lobe and retrocardiac space. There is no effusion or pneumothorax. (B)(6) 2007: the patient underwent x-ray examination of chest (1v). Impression: the right upper lobe atelectasis persists. The lungs remain mildly congested when compared to the previous day. Vertebral segmentation anomalies again noted as well as fusion of the uppermost rib on the left to the subjacent rib.(B)(6)2007: the patient underwent x-ray examination thoracic spine (2v). Impression: multiple segmentation anomalies of the thoracic spine. The patient underwent x-ray examination c-spine (2-3v). Impression: no change in alignment or hardware position appreciated. (B)(6) 2007: the patient reported for a follow-up .the patient was having some dizziness and got braces adjusted.(B)(6) 2007: the patient reported for a follow-up. The patient underwent x-ray examination of t-spine 2 v and c-spine (2-3 v). Impression: stable hardware. (B)(6) 2008: the patient reported for a follow-up .the patient underwent x-ray examination t-spine 2v and c-spine (2-3v). Impressions: stable postoperative appearance of the cervical and thoracic spine with intact instrumentation. (B)(6) 2008: the patient was presented for a follow-up. The patient underwent x-ray examination scoli limited 1-2 v. Impression: scoliosis as described.